Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. They indicated that the bladder infection was not related to the patient¿s underlying urinary disorder. The cause of the reported bladder infections was not really determined. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported they had a sore throat and irritation. The patient stated they had a sore throat from the tube and stimulation was irritating until she turned it down to a comfortable level. It was unknown if there were any environmental, external, or patient factors that may have led to the issue. Additional information from the patient on (B)(6) reported she was sore in her back area. The patient stated she lowered stimulation because it was uncomfortable and she had only voided once in five hours. The patient was concerned about not voiding and lowered the stimulation. Additional information from the patient on (B)(6) reported they had constipation. The patient stated they had not had any bowel movements and they were concerned. Additional information from the patient on (B)(6) reported a possible urinary tract infection (uti) and strong urgency. The patient reported she had really bad urgency and thought she was getting an uti. The patient also noted she had not had a bowel movement in a few days. The patient stated they her symptoms were getting better on the morning of the call, but she was advised to contact her healthcare professional (hcp). The patient changed from program 2 to program 3 and stimulation was set at 1.1. Additional information from the patient on (B)(6) reported their stomach was tender and she could not tell when she was going to have a bowel movement. Additional information from the patient on (B)(6) reported she had no feeling towards the bottom of her bladder. Additional information from the patient on (B)(6) reported she felt like she had a uti still. Additional information from the patient on (B)(6) reported they were on a medication for the uti. Additional information from the patient on (B)(6) reported they were unsure of bowel movements. The patient stated she could not tell when had to have a bowel movement. There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.